Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in scoop was determined to be non-biological and past the resi indicator test but otherwise could not be identified. A definitive root cause of the issue could not be determined, however, due to an observed leak from the forceps insertion port, proper reprocessing may not have been possible. The event may be detected by following the instructions for use sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope reprocessing survey info: 1. Do you have any idea about what the foreign material is? Unknown 2. Did you clean, disinfect, and sterilize the device before sent it to olympus? *if no, questions below do not need to be answered. Yes we washed it twice 3. Was there any delay in the start of precleaning? (Was there a time lag between the end of clinical use and the start of precleaning?) There was no delay in cleaning 4. Did you flush the auxiliary water channel with water? Yes 5. Were there any abnormalities in the accessories used for reprocessing? If yes, please describe the defects. Nothing was reported. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. Additional findings include the following: serial plate fading, leak from instrument channel, control knob had minor play, bending section cover glue had a crack. Additional information request is still pending and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center had a black slug material that was coming off the scope. The issue was found during reprocessing. There were no reports of patient harm or impact associated with this event.